Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, relying on the mobile app to interact and bolus with the pump, until the replacement pump arrived.